Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap with povidone-iodine was missing the sponge within the cap. There was no patient involvement. No additional information is available. Report one of two.

Manufacturer narrative:
(B)(4). One minicap was returned for evaluation. During the visual inspection no sponge or liquid iodine was found in the minicap or foil. The cause was undetermined and a CAPA was opened for further investigation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.